Event description:
Customer complaint - limited data available. Customer complained of device had an electric short in the cord where it meets the control box and burned out.

Event description:
Customer complaint - limited data available. Customer stated that the device had an electric short in the cord where it meets the control box and burned out.